Manufacturer narrative:
Reliability analysis inspected 4 opened/used enlite sensors and found all 4 sensor needles separated from sensors. Complaint against enlite-serter.

Event description:
It was reported that the serter's catch arm was bent and the needle hub was stuck in the serter. Customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.